Manufacturer narrative:
(B)(4). No sample was received, and no further information was received.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, when the adapter and reload are loaded onto the handle, the jaws were able to open and close but the instrument did not fire. It was tried many times but did not work. Another adapter was used and the device worked. There was no unanticipated tissue loss. There was no extension of the incision by more than one inch. There was no blood loss of 500cc's or more. There was no delay in surgical time over 30 minutes. No device fragment or component fell into the patient cavity.